Manufacturer narrative:
Product analysis: no functional issues could be found with the programmer. It passed all tests, using a working analyzer. Software installation-related error codes were found, and were resolved by a software update. The programmer was cleaned, calibrated and equipped with a replacement analyzer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to operate in analyzer mode, due to analyzer dysfunction. It was noted that the programmer was able to operate normally in programmer mode. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event.